Event description:
A 56 yr old female, g4p4, status post subglandular transaxillary bilumen heyer schulte (200:25) placed for augmentation on 07-06-84. Denies decrease in size or history of trauma until 6/13. Reports softer but no other problems since, except for endometrial cancer and herniated discs with radiculopathy. Bilateral ruptured implants.